Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify if four patients had allergic reactions to prineo. No, all the previous 3 cases were fine. Only the fourth case happened with allergy. What is the procedure name? Total knee replacement. What is the procedure date? No information. How was the device used (what layer of tissue and how many layers applied)? No information. What was the location and incision size of prineo application? Prineo was applied at the knee joint area. What prep was used prior to prineo application? No information. Was the prep allowed to dry prior to prineo mesh application? No information. Please describe how the adhesive was applied on the tape? No information. Was the mesh placed over the entire length of the incision? Yes as shown from the photos. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? No information. Did the prineo mesh extend beyond the patient incision? Yes as shown from the photos. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? No information. Was the skin prep solution wiped off and let dry before applying adhesive? No information. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, unknown what was the angle of the knee during application? No information. What date did the reaction occur on? Around week 3 after operation. What does the reaction look like? Please provide details. Redness & spot over skin. How large of an area does the reaction cover? It covered the whole knee, please refer to the photo. Do you have any pictures of the reaction? Provided. What was done to address the reaction? No information. Was there any medical or surgical intervention to treat the reaction? If so, please clarify. No information. Was the product removed? Was another method used to close the incision? Prineo removed post op day 14, patient wound healing is normal is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No information. Is the patient hypersensitive to pressure sensitive adhesives? No information. Were any patch or sensitivity tests performed? No information. Can you identify the product code and lot number of the product that was used? Product code is clr222us, but lot cannot be identified. What is the most current patient status? Recover normally. Was prineo previously used on the patient in a previous surgery? No information.

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date and the topical skin adhesive was used at the knee joint area. About third week after the procedure, allergic reaction occurred along with redness and spot over the skin and covered the whole knee. It was also reported that on day 14, the topical skin adhesive was removed and the patient wound is healing normal.